Event description:
Customer called stating pump was failing to push insulin through the set. Is hospitalized as he might be rejecting his kidney transplant. Is legally blind and receiving assistance from wife. Did rotation test. Made complete rotation but nothing exited. Driver block sliding with both drive arms locked.